Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a procedure the guidewire broke outside the patient. No consequences to the patient were reported. No further information is available.

Manufacturer narrative:
Correction: product available to stryker - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was received in two fragments: the proximal fragment was measured to be 82.3cm in length and the distal fragment was 121.5cm in length. Magnified examination of the fracture site showed the core wire was fractured. The guidewire was bent at the fractures site. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent first and then separated. The guidewire was bent just proximal to the fracture site and on its distal section. The guidewire polytetrafluoroethylene (ptfe) coating was scrapped off very close to the fracture site. The guidewire hydrophilic coating was present on the guidewire and met visual specifications. The bending and fracture on the guidewire appeared to be due to excessive manipulation. Analysis of the device found that the device was bent along the length and close to the fracture site. The bending, fracture, and ptfe scraping appeared to be caused by excessive manipulation. Examination of the separation site showed that the guidewire was bent first and then separated, suggesting the separation occurred from bending overload. Because the reported and analyzed issues appeared to occur from handling without direct patient contact during the procedure, a probable assignable cause of handling damage was assigned.

Event description:
It was reported that during a procedure the guidewire broke outside the patient. No consequences to the patient were reported. No further information is available.